Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that during an implant procedure, the patient sustained tissue damage resulting in the inability to place the inflatable penile prosthesis (ipp) as planned. A tactra malleable prosthesis was implanted as a placeholder device while the patient healed. Approximately 6 months later the patient presented for a second procedure during which the tactra was removed and an ipp was implanted successfully. No further patient complications were reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. The reported patient symptom of tissue damage is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 date of event is approximate.

Event description:
It was reported that during an implant procedure, the patient sustained tissue damage resulting in the inability to place the inflatable penile prosthesis (ipp) as planned. A tactra malleable prosthesis was implanted as a placeholder device while the patient healed. Approximately 6 months later the patient presented for a second procedure during which the tactra was removed and an ipp was implanted successfully. No further patient complications were reported.